Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 05/27/2023 and 05/29/2023. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the photograph observed droplets of solution spillage or leakage. However, visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the administration port. The event occurred during setup. There was no patient involvement. No additional information is available.